Event description:
It was reported that a system error 2240 alarm (air in tubing occurred on the homechoice (hc) during dwell four of four. The patient was connected at the time of the alarm. During troubleshooting, nothing was found that could have caused or contributed to the alarm. Therapy was completed with manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental report will be submitted.